Event description:
A medtronic representative reported that they had 2 spine clamps that the screw that tightens the jaws onto the spinous process had stripped out. No impact to the patient was reported.

Manufacturer narrative:
The surgeon refused to provide the patient's ID and weight both clamps showed evidence of physical damage (dented, nicked, scratched, and bent). The clamp face was slightly bent on one side of both clamps. This made the clamps adjustment difficult. However, the adjustment screw and threads are in good condition for both instruments. The screw head had tool marks on one of the instruments. A replacement was shipped to the site (B)(4) 2012.